Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip, with tip torn. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending on using a 3.5 x 38 mm resolute onyx rx coronary drug eluting stent to treat a lesion in the rca to right posterior descending artery. The vessel was severely tortuous. There was severe calcification in the entire rca. The rpda was cto, 100% occlusion. No abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. Pre-dilation was performed. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force was used during delivery. It was reported that there was stent deformation in vivo during positioning. After a non-mdt stent was implanted in the proximal rca, a 1.5 mm device was failed to be delivered to the mid rca to perform poba, but was successfully passed through to the rpda via the retro grade approach. An attempt was made to deliver the reported resolute onyx to the mid rca using a non-mdt catheter but the resolute onyx device did not pass through at all. When the reported resolute onyx was removed, it was noticed that the stent edge was deformed. The reported resolute onyx was replaced with another non-mdt stent, and the procedure was completed with a non-mdt stent, and a resolute onyx stent of a different size. Patient is alive with no injury.